Event description:
During preparation as a torque device was attached to the guidewire, it was noted that the polytetrafluoroethylene (ptfe) coating was flaking off the guidewire proximal shaft. There was no patient involvement.

Event description:
During preparation as a torque device was attached to the guidewire, it was noted that the polytetrafluoroethylene (ptfe) coating was flaking off the guidewire proximal shaft. There was no patient involvement.

Manufacturer narrative:
Visual inspection of the returned device found that the device was kinked at 165.0cm from its proximal end and bent on several places on its proximal and middle sections. The ptfe coating was peeled off on several places on its proximal 30.5cm section. The ptfe coating appeared to be scraped with a sharp object. The guidewire hydrophilic coating was conforming to its visual inspection. The guidewire dimensions which could be measured were within their specification. The coating damage on the proximal end of the device was most probably due to the insufficient tightening of the torque device. The labeling states: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Therefore, it was determined that the cause of the observed ptfe peeling is considered to be use related.